Event description:
It was reported that the customer was hospitalized due to a high blood glucose level and soreness in the sensor insertion site. Her blood glucose levels were high and her sensor was not working properly. The customer tested positive for ketones. Her health care provider advised the customer to not wear the sensor in her abdomen because there were signs of infection, soreness, and redness. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.